Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) observed the device and replaced manifold drive, the fault was resolved. Fse also replaced safety disk as it was expired. The device was ready for clinical use.

Event description:
It was reported by the customer that during the use of the cardiosave intra-aortic balloon pump (iabp), the automatic inflation feature failed. No personal injury occurred.

Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.